Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/27/2020. Corrected h10 statement from follow-up 01: attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This complaint is for lot pgq059. Unopened samples were returned for lot pcj995, in addition to the unopened representative samples returned for lot pgq059. Why were unopened representative samples returned for lot pcj995? Is lot pcj995 involved in this event?

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/25/2020. Additional information was requested and the following was obtained: why were unopened representative samples returned for lot pcj995? Is lot pcj995 involved in this event? According to the pharmacist, no complaint related to this lot (pcj995). Representative samples evaluation 8307h, lot pgq059 reported in follow up 1 mw 2210968-2020-00145 and 2210968-2020-00146.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/27/2020. Additional h3 investigation summary: unopened representative samples of product code: 8307h, lot: pgq059 were returned for analysis. The complaint sample was not returned for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Unopened samples were returned from a different lot number. The unopened samples were of product code: 8307h, lot: pcj995. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. A manufacturing record evaluation was performed for the finished device batch: pcj995 and no non-conformances were identified. Mfg. Date: 3/22/2019, exp. Date: 2/29/2024. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This complaint is for lot: mhh430. Unopened samples were returned for lot: pcj995, in addition to the unopened representative samples returned for lot: mhh430. Why were unopened samples returned for lot: pcj995? Is lot: pcj995 involved in this event?

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pgq059, 8307h56 and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a vascular procedure on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off. A device from a different lot was used to complete the procedure. There were no adverse patient consequences reported.